Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had alarmed, and the message displayed on the screen had indicated an obstruction. The pump had not been connected to the patient at the time; the nurse had been attempting to connect it for discharge, but the pump had continued to display the error. Another cadd pump had been used that same day for treatment, and it had functioned properly. The nurse had initially assumed the issue was related to the drug from the pharmacy, but after sending the drug back multiple times, she had ultimately decided to switch out the pump. The infusion had been intended for 46 hours, with a lock level set to ¿up.¿ the pump had not been used to prime the extension tubing; priming had been completed in the pharmacy.there was no patient involvement.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported the pump had alarmed, and the message displayed on the screen had indicated an obstruction. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.